Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the event was returned for evaluation. The pump has software (B)(4). The pump was tested three times for volumetrics with a rate of 250ml/hr and a volume to be infused 25ml with results as follows: 1st test: 24.9ml or 99% of expected volume in minutes 0 seconds, 2nd test: 25.0ml or 100% of expected volume in 6 minutes 0 seconds, 3rd test: 24.9ml or 99% of expected volume in 6 minutes 0 seconds. The pump performed within specifications. In a follow up call to the facility, the reporter was unable to provide any additional information on the event, but he was able to direct me to the risk manager. The risk manager stated that the event occurred between (B)(6). The pump was set to infuse 2ml/hr using a 100 ml bag. At around 5am on the (B)(6), the bag was found almost empty. She confirmed that no adverse reactions were related to the event. The pump's operational log was reviewed. On (B)(6) 2012 at 5:45:57pm, a new therapy was selected. At 5:46:38pm, (B)(6) was selected with a drug name of midazam. At 5:46:42pm, a new rate of 2ml/h was set. The infusion was started at 5:46:45pm and stopped at 9:26:25pm with 7.32ml infused or 100% of expected volume. At 9:26:38pm, the pump went into standby mode until 10:02:54pm. At 10:02:59pm, the infusion was restarted and was stopped at 06:06:27am on (B)(6) 2012 with 16.11ml infused or 99% of expected volume. The pump remained not being used for the rest of the day. At 11:35:59pm, the pump was turned off. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: on (B)(6) 2012, over infusion while in patient use.